Event description:
It was reported that an ilet user experienced difficulty completing a supply change and accidentally deployed the infusion set with the needle guard in place, leading to an incomplete set insertion and temporary disconnection. Symptoms included hyperglycemia while off insulin delivery peaking at 210 mg/dl. Outcomes included restoration of therapy after guided troubleshooting and education, with the user back on new materials and no further issues reported. Investigation included telephone-based troubleshooting and user education to complete the process. Investigation of this case revealed user error related to infusion set deployment technique, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.